Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, sales rep is reporting from the customer that while suturing the needle had popped off leaving them unsatisfied due to it not being made to do as such. They were able to retrieve and got another one to complete the case without patient harm. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device not returned device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the damaged device available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection?